Manufacturer narrative:
H3, h6: updated. The device history records were reviewed, and no discrepancies relevant to the reported failure mode were identified. One used 20g x 1¼¿ viavalve catheter assembly attached to a third-party extension set was returned for evaluation. Visual inspection identified a "v"-shaped puncture in the severed catheter tubing, consistent with catheter wall penetration by the introducer cannula due to redirection during insertion. No definitive manufacturing-related cause for the catheter severance was identified. The reported issue was confirmed, and the probable cause was determined to be variation in insertion technique, specifically reinsertion of the introducer needle into the catheter after partial or complete withdrawal, which can result in catheter shear or catheter tube severance, as described in the instructions for use (IFU). Manufacturing controls include in-process inspections and statistically valid sampling plans to ensure products meet specification requirements, and no manufacturing nonconformances related to this issue were identified. Complaint information will continue to be monitored as part of routine post-market surveillance. D9 - date returned to MFR: 6/18/2026.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during peripheral IV catheter removal, it was observed that the plastic tip of the catheter had broken. The writer notified the attending physician for assessment and attempted retrieval. The writer demonstrated to the patient and a family member, using an unused IV catheter, that the plastic tip could not be broken manually and that breakage would only be possible with scissors or in the event of a malfunctioned or defective catheter. The attending physician, along with two other physicians, assessed the patient; however, the missing catheter fragment could not be located. The patient was subsequently referred to vascular surgery and interventional radiology in the city for further investigation; however, no complications were noted prior to discharge. The customer requested a non-destructive investigation. The customer wants the sample returned after the investigation. There was patient involvement, and harm.